Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was stuck inside of a non bsc catheter with only 186 cm from proximal section to the catheter and 32 cm from distal section to catheter visible. The device had its spring tip kinked and stretched; also its middle section was kinked. The outer diameter of the distal tip, middle of the device, and proximal section were within specification.

Event description:
It was reported that the burr became stuck with the rotawire. The severely calcified target lesion was located in the coronary artery. A 330cm rotawire and a rotaburr were selected for use. During the procedure, it was noted that the burr and the rotawire became stuck during advancement. The devices were removed with slight force. Furthermore, a non bsc microcatheter was advanced into the rotawire and it became stuck again at approximately 70,000rpm while at dynaglide mode. The devices were removed together as a system. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the burr became stuck with the rotawire. The severely calcified target lesion was located in the coronary artery. A 330cm rotawire and a rotaburr were selected for use. During the procedure, it was noted that the burr and the rotawire became stuck during advancement. The devices were removed with slight force. Furthermore, a non bsc microcatheter was advanced into the rotawire and it became stuck again at approximately 70,000rpm while at dynaglide mode. The devices were removed together as a system. The procedure was completed with another of the same device. No patient complications were reported.